Event description:
A medtronic representative received a call from the operating room manager who reported an inaccuracy during navigation while the surgeon was using the element navigation system. There is no further information at this time. The impact on the patients outcome is unknown as well.

Manufacturer narrative:
Patient demographic information unknown. Software investigation has not been performed. Site was rolling the head after the registration and moving the head frame, thus the reasoning for inaccuracy. System tested by medtronic rep. After surgery and functioning as intended.